Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a change or bad sensor, a calibration not accepted alarm, sensor glucose vs. Blood glucose, and an unexpected suspension (low sg). The sensor glucose levels at the time of the suspension were 60 mg/dl; the sensor's low limit was 80 mg/dl. Suspended before the low, the blood glucose level was 165 mg/dl. The customer reported hemorrhage or bleeding, which did not require treatment. The event involved product(s) mmt-7040c1. The customer reported blood at the site. The customer was reporting a discrepancy between sensor glucose and blood glucose, which was not within range. The explained sensor may no longer be responding to glucose changes and may explain possible causes. Cust received a change sensor alert. Cust is unable to run a transmitter test or pass a pass a test. No further patient complications were reported. A product return for mmt-7040c1 is not expected.